Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are not able to prime supplies. There is no reported adverse event with this complaint. This report is made based on the allegation of the prime (unable to prime) issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings:all loss of primes are observed after ¿occlusions¿ or ¿rewind¿ or "no prime after power on resets. There was no evidence of loss of prime is observed. ¿ez-prime¿ was performed correctly. No ¿loss of prime¿ occurred during the investigation, the product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.